Event description:
It was reported that following a trabecular microbypass stent system procedure, the surgeon noticed a trocar remnant protruding out of the trabecular meshwork (tm) and into the anterior chamber (ac), during a postoperative examination. The examining surgeon requested guidance on how to proceed. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the trocar remnant is stable and not freely mobile in the anterior chamber (ac) or impinging on the corneal endothelium. Per report, the consult included review of ways to manage the trocar remnant, and that the surgeon will continue to monitor the trocar remnant''s positioning in the ac.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed, and a complaint history review could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).